Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2021 wherein the left lead and extension were explanted. Surgery took place on (B)(6) 2021 to replace the left lead. Additional surgery may take place at a later date to replace the extension.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates an ipg and extension were placed on (B)(6) 2021 to resolve the issue.